Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported radical-7, powers off by itself around three minutes after powering up. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. The device was received without a battery and without an sd card; known good battery and sd card were used with the returned device for testing. The device was able to power on using both ac and dc power. Device was able to successfully establish a connection with rds when docked. Within a few seconds the display shut down and a 10 beep watchdog alarm was triggered. In this condition the device was unable to operate for more than a few seconds; insufficient time for testing using any sensors. Internal inspection of the device indicated pogo pin 8 would become stuck when depressed. The 10 beeps anomaly was isolated to a component (u21) of the instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).